Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was put I n a different spot and was now it's in a "weird spot." The patient stated that they couldn¿t lean against anything or wear a pair of jeans because of the location of the ins. It was noted that the patient addressed the issue with their healthcare provider (hcp), but they were unable to modify or replace the ins at this time due to the patient currently going through cancer treatment. No patient symptoms were reported. No further complications were reported or anticipated. Indication for use is non-malignant pain.